Event description:
It was reported that a patient underwent a wound closure on (B)(6) 2021 and suture was used. One month after the surgery , the patient had a large amount of effusion under the skin of the wound. After dressing change, the suture knot was rejected . Removed the suture knots and strengthen dressing change for patients. Internal and surgical treatment is needed to avoid the above permanent injury. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Was the effusion drained? Did the effusion heal on its own? What surgical intervention was performed? Please provide specifics. Was there any medical intervention performed? If yes, please provide specifics. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Trade name - (B)(6). Active ingredient(s) ¿ (B)(6). Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/7/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure¿¿age 69, sex: female, weight and bmi unknown. Name of index surgical procedure?¿¿knee arthroplasty. The diagnosis and indication for the index surgical procedure? ¿¿unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?¿¿open. On what tissue was the suture used?¿¿subcutaneous tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)?¿¿unknown. How was the suture placed (interrupted or continuous)?¿¿interrupted. How was the suture originally tied (multiple knots, square knot, etc.)?¿¿unknown. Was the effusion drained?¿¿yes. Did the effusion heal on its own?¿¿after intervention. What surgical intervention was performed? Please provide specifics.¿¿unknown. Was there any medical intervention performed? If yes, please provide specifics. ¿¿extrude the suture knot and strengthen the dressing change. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿¿no. What is the physician¿s opinion as to the etiology of or contributing factors to this event?¿¿unknown. What is the patient's current status?¿¿discharged.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was provided: after investigation, the patient underwent knee arthroplasty in on (B)(6) 2021 (the patient's diagnosis, specific surgical methods and surgical side were unknown). The operator used the vcp345h to perform the subcutaneous tissue suture of the incision in the way of interrupted suturing. The intraoperative suture was smooth. On (B)(6) 2022, the patient returned to the hospital for reexamination due to incision exudation. The doctor found a large amount of subcutaneous exudate in the incision. The dressing change showed that multiple lines were discharged from the incision exudate, without other special symptoms or signs. The doctor removed the discharge suture knots and strengthened the dressing change. Then the patient's incision healing was improved, and no subsequent adverse event report was received.